Manufacturer narrative:
Multiple attempts for product return and add'l info requests were made. The device has not been made available to masimo to allow an analysis to be performed. If and when info becomes available or once the unit is returned and an eval is performed, a f/u report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over seven (7) years with no previous returns for servicing or other issues prior to the reported event.

Event description:
Customer reported, "inaccurate readings." There is no pt info available.